Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03631. It was reported that the guide wire broke. The stenosed target lesion was located in the moderately calcified unspecified artery. A 182cm angled tip v-14¿ controlwire® was selected for use. During guidewire navigation, the wire was broken. The device was removed completely and another 182cm angled tip v-14¿ controlwire® was selected and advanced. However, the same thing happened with the second guide wire. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked and distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed the distal tip partially detached. However, the corewire is not broken. Also, the distal tip and proximal section were found kinked. Additionally, the section detached on the distal tip (polymer coating) was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03631. It was reported that the guide wire broke. The stenosed target lesion was located in the moderately calcified unspecified artery. A 182cm angled tip v-14¿ controlwire® was selected for use. During guidewire navigation, the wire was broken. The device was removed completely and another 182cm angled tip v-14¿ controlwire® was selected and advanced. However, the same thing happened with the second guide wire. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.